Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reports patient allegation of personal injury. There has been no reported revision. No further information has been provided. This reports is based on allegation set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Legal counsel for patient reported that the patient underwent m2a hip arthroplasty on an unknown date. Legal counsel for patient reports patient allegation of personal injury. There has been no reported revision. No further information has been provided. This reports is based on allegation set forth in plaintiff's complaint, and the allegations contained therein are unverified.